Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for diabetic ketoacidosis while using the infusion device. The reporter stated the patient's blood glucose levels were elevated in part because the blood glucose monitor and the infusion device were not communicating, but also because the patient was trying to commit suicide. The patient did not take the time to make sure the blood glucose monitor and infusion device were communicating because the patient was purposely trying to not give herself insulin to bring down her blood glucose levels. The patient was unconscious and her blood glucose level was 19.2 mmol/l. At the hospital, the patient was treated with insulin via IV and she was hospitalized for two days. The infusion device is not expected to be returned for product evaluation.